Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis final analysis found a defective power supply.

Event description:
This report is to advise of an event observed during analysis.